Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient¿s mother stated the machine doesn't have enough suction and it was leaking during the night. She also stated she has positioned the wick herself, when her daughter was in the hospital, so she knows how to do it. Per additional information received on 15jan2020, the customer stated that they developed sores while using there purewick. It is currently unknown if the patient received medical intervention.

Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient¿s mother stated the machine doesn't have enough suction and it was leaking during the night. She also stated she has positioned the wick herself, when her daughter was in the hospital, so she knows how to do it. Per additional information received on 15jan2020, the customer stated that they developed sores while using there purewick. It is currently unknown if the patient received medical intervention.